Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure noise was observed on both atrial and ventricular lead. High, out of range, high voltage lead impedance was also observed on the ra lead. The ra lead was replaced with a new lead and test normal. Rv lead remains implanted. Patient was stable before, during and post procedure.